Event description:
It was reported that during a ptca procedure on a previously stented lad, a dissection occurred. The rocket was placed through the stent struts, contrary to IFU. A stent was deployed to repair the vessel. Reportedly, the pt was in stable condition post procedure.